Event description:
The customer reported that the lh750 hematology analyzer misread one sample barcode identification (ID) label. Sample ID (B)(6) was mis-read as (B)(6). The instrument generated a 'no match' error message along with the test results. The customer noticed the discrepancy and reran the pt sample. On rerun the sample ID number was correctly reported by the analyzer. There were no erroneous or mis-identified test results reported outside of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This report is for day 2 of 3. See MDR #1061932-2011-01147 for day 1 of 3 and MDR #1061932-2011-01148 for day 3 of 3. Sample bar code labels were received from the site and were tested using the quick check 600/800 series bar code verifier. The label symbology is codabar with no check character. The sample labels failed specs for reflectivity of media. Note that the sample bar code labels are not a beckman coulter inc. Product. It was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. The root cause of this event is unk though it is believed that the disabled checksum contributed to the event.